Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. The patient reported that they were increasing their settings on the left side and they felt like someone turned off their therapy for a few seconds. The patient reported that they saw the "dr. Face" on the screen but did not see a code below that. The patient reported that they feel okay now and that the therapy was on and working. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating the situation scared them at the time. No further patient complications have been reported as a result of this event.